Manufacturer narrative:
The reported events of failure to interrogate and no pacing was confirmed. As received, the device had no telemetry communication and no output. The device was cut open to enable further testing and the battery was found at end of life (eol) levels. Further analysis was performed by making direct measurements on the internal circuitry, which revealed high current drain from the hybrid circuitry. Additional hybrid testing concluded that a capacitor anomaly was the cause of high current drain and premature battery depletion. Additional findings unrelated to the reported events indicated a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of failure to interrogate and no pacing was confirmed. As received, the device had no telemetry communication and no output. The device was cut open to enable further testing and the battery was found at end of life (eol) levels. Further analysis was performed by making direct measurements on the internal circuitry, which revealed high current drain from the hybrid circuitry. Additional hybrid testing concluded that a capacitor anomaly was the cause of high current drain and premature battery depletion.

Event description:
Additional information was received indicating there was a loss of pacing.

Event description:
It was noted that the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable.